Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Male consumer via e-mail stated that the connector piece (metallic half-shaft, transmission of the rotational movements) on his oral-b electric toothbrush, model 3756, became so badly worn down that the oral-b toothbrush head no longer stayed securely attached, coming loose mid-brushing. No injury was reported. 07-mar-2022 follow up via e-mail: the consumer reported that the suspect product lot was 3mad91231341 and that the counter-pressure light never lit up. No injury was reported.